Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had changed supplies for the first time the previous day and noted that she currently had 39 units of insulin remaining in her cartridge, though she did not recall the starting amount after the change. The patient¿s blood glucose had been elevated for most of the day, despite announcing two breakfasts that morning. The agent advised that when blood glucose is high, the ilet delivers correction doses to bring it back into range, which can result in insulin being used more quickly if elevated levels persist. The patient, who had only been using the ilet for a couple of days and was still in the learning phase, was instructed to monitor her insulin supply and consider changing the cartridge prior to bedtime if needed. The patient¿s blood glucose was affected by this issue, with a high of 351 mg/dl lasting approximately 4¿5 hours. No back-up therapy or ketone testing was used, and no professional medical intervention or additional assistance was required. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.